Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker previously showed thirteen years remaining longevity. During the recent device check, the device showed nine years remaining longevity. The patient was in and out if atrial fibrillation (af). Analysis showed that the device was high rate atrial sensing at an average rate of 297 beats per minute (bpm) which can cause an increase in power consumption. The device has signal artifact monitoring (sam) installed and enabled which can also increase of 2 to 4 microwatts of power and even more in the presence of high atrial rate sensing. The device was consuming about 58 microwatts of power versus a battery calculator estimate of 36 microwatts without high rate atrial sensing. The engineers suggested programming options to address the issue. As of this time, the device remains in service. No adverse patient effects reported.